Manufacturer narrative:
D10: concomitant products: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#: a5e1613y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during perineal episiotomy incision, while placing the fourth stitch, the needle holder grasped the suture needle at the posterior two-thirds of the needle body and inserted it vertically into one side of the vaginal mucosal wound edge. When the needle passed through the opposite mucosal tissue and was withdrawn, the needle and thread separated, leaving the suture thread partially retained in the vaginal mucosal tissue. A new suture of the same origin, batch, and model was immediately replaced and suturing continued according to standard procedure. However, needle-thread separation occurred again when placing the first stitch. The suture was replaced again with another of the same origin and model but from a different batch, after which the new batch functioned normally. There was no patient injury.